Event description:
During baxter's review of the event history for another report, it was discovered that failure (B)(4) occurred, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.09.90, categorized as remediated.

Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced without complication 10 weeks after the initial implant. The cause was the patient's report of increasingly blurry vision. A new lens was implanted without further issues.

Manufacturer narrative:
The intraocular lens was not received by the manufacturer for analysis. The device met all manufacturing specifications prior to release. An update to this report will be submitted when the lens is received or additonal information becomes available. The causal relationship between the device and this event is not known. Not received by manufacturer.

Manufacturer narrative:
The returned iol was evaluated at the manufacturing site. Visual inspection of the lens showed no optical deviations. The diopter was measured and confirmed to be correct as labeled, 18.5 d. Batch records were reviewed and showed no deviations. A review of the historical complaint data base revealed that no additional complaints from this lot number were received. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report.